Event description:
It was reported that a restorative screw fractured at tooth location #2. The fractured screw was removed. There was no report of patient injury and no reported delay in procedure.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being submitted: it was reported that a restorative screw fractured at tooth location #2. The fractured screw was removed. There was no report of patient injury and no reported delay in procedure. MFR date: 17 june 2019, follow up, malfunction, additional information, method, results, conclusion codes, manufacturer narrative. The reported device was not returned for evaluation. The reported condition of a restorative screw that fractured in the implant was not confirmed. A device history record (DHR) review for the reported device could not be performed as the lot number is unknown. A complaint history review by item number was conducted for the reported device item number dating back 12 months. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This report is being submitted to report zimmer biomet complaint: (B)(4). Device not returned to manufacturer . The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Device not returned to manufacturer.

Event description:
It was reported that a restorative screw fractured at tooth location #2. The fractured screw was removed. There was no report of patient injury and no reported delay in procedure.